Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a pacing failure due to a rise in thresholds was noted on electrocardiogram (ECG) post operatively. It was reported the right ventricular (rv) lead had dislodged due to slack. The patient was intubated and treated pharmacologically and the lead was revised. No patient complications have been reported as a result of this event.